Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated and no defects or issues were observed with the system or software. The device log files were reviewed for this event and it was determined that the most probable root cause was due to the movement of the femur bone array. The reported condition was confirmed. . The most probable cause of the reported issue is array movement, however, the exact cause of the array movement cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a laboratory procedure, while using the velys satellite station device, it was observed that the following errors occurred: stepped cuts on the anterior cortex, there was a three to four mm difference from medial (over resected), lateral (grossly under-resected), there was a three mm unresected posterior lateral femoral condyle cut, there was a two mm unresected posterior medial condyle cut and the femur was also oddly flexed when no changes were made on the accubalance screen. The error read that the saw was having power issues, and the leg needed to be stabilized. Regardless of what was done, the error code flashed close to thirty times during the attempt to complete the case with the robot. The device was used with the velys base station device and the velys saw handpiece device. There were no reports to a delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.